Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. The customer reverted to multiple dose injections for insulin therapy. Customer¿s blood glucose level was 180 - 200 mg/dl. A replacement pump was sent.